Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic probe had fault and issues with electrocoagulation before vitrectomy surgery. No patient impact was reported.

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. The investigation is completed based on the evaluation of the returned sample illustrated below. The returned instrument was received with its protection sleeve and in the tyvek pouch, which shows the lot information. The instrument was visually inspected and showed no evident abnormalities. The electrical resistance measurements showed that there were no issues with the contacts, indicating that the product worked as intended. The customer¿s complaint could not be replicated and is therefore not confirmed. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A root cause for the customer's reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned sample met specifications. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).